Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 2.75x33mm xience skypoint, it was noted that the stent was completely dislodged off the delivery system and the balloon was already partially inflated. There was no resistance noted when the device was taken out of the dispenser hoop coil. The device was confirmed to be unopened before opening for use. The device was not used and there was no patient involvement. Another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation and product quality problem were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. H6, code 2645 and 2923 removed.

Event description:
It was reported that during unpacking of a 2.75x33mm xience skypoint, it was noted that the stent was completely dislodged off the delivery system and the balloon was already partially inflated. There was no resistance noted when the device was taken out of the dispenser hoop coil. The device was confirmed to be unopened before opening for use. The device was not used and there was no patient involvement. Another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, additional information was provided: the edge of the stent implant was flared, which was noted prior to entering the body when the doctor loaded it onto the wire. This did not occur during unpacking as previously reported. Additionally, the stent implant was not dislodged as previously reported. No additional information was provided.